Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The technical error code indicating a power error could not be reproduced. The ventilator passed all calibration, functional and safety tests performed. Ventilator was returned to customer and cleared for clinical use. The received logs did not confirm the reported technical error code indicating a power error. The root cause for the reported technical error code indicating a power error could not be determined.

Event description:
It was reported that the ventilator generated technical error code indicating a power error. There was no patient harm. Manufacturer's ref.#: (B)(4).